Event description:
Pt states that about 2.5 weeks ago, his cgm unit failed to communicate and so he called dexcom who sent him a new transmitter and sensor. Pt reports that a couple days later, at 1-2am in the morning, his unit woke him up with a critically high alert and his sugars read 210-220. Pt notes that due to the alert, he took his insulin as instructed by his doctor and laid awake. Pt states that about 2 hours after insulin administration he began feeling foggy, lightheaded, had loss of focus, and visual disturbances. Pt reports that he woke up a family member thinking he was having a heart attack and notes that he had his blood sugar checked by manual fingerstick which indicated that his sugar was in the mid 40s. Pt states that his cgm was still noting high sugars in the 190s. Pt states that since the incident of erroneous reading, he has been vigilantly checking his cgm against the standard fingerstick readings and that his cgm is consistently about 30 or more units different. Pt notes that he also manually administers his insulin after comparing his sugar levels. Pt states that on (B)(6) 2022 he received a new transmitter from dexcom and that 1 day later, the transmitter stated the battery was critically low and failing. Pt reports that he has been trying to get in contact with dexcom but has not received call backs unless it was from tech support to send him replacement devices. Pt states that dexcom global tech support has consistently long wait times of about 70 mins - 2.5 hours at all different times of the day when attempting to speak with them about the device malfunctions. Pt alleges that dexcom tech support said they are aware of these device issues, that the g7 is coming out soon and will be much more accurate, and that he should hang in there as he will be much happier with the new system. Pt also states that he made us med and advanced diabetes supply who distribute the devices, aware of the issue and they do not seem to care about the issues. Pt reports in total he had 3 failed transmitters and 5 sensors that have not worked in the last 2.5 weeks.